Event description:
On 19-mar-2026, it was reported by a sales representative via (B)(4) that an ar-9597-20 angled reamer sleeve became jammed causing the entire reamer shaft to spin. This was discovered during a procedure with no patient involvement reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.